Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was defective broke off the tubing. The following information was provided by the initial reporter: issue with the hub of item #2420-0007 when it connects with the j loop (b braun in our case). Our nurses in ir/cath lab have seen the plastic piece break off of the tubing as they are trying to get the j loop off of the tubing (picture of tip that is breaking off below).

Manufacturer narrative:
H6: investigation summary a complaint of male luer breaking when removing the j-loop was received from the customer. A photo was provided for investigation. In the photo, the male luer can be seen. No damage or defects could be seen on the luer in the photo. The defect could not be confirmed. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. Due to a physical sample not being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was defective broke off the tubing. The following information was provided by the initial reporter: issue with the hub of item #2420-0007 when it connects with the j loop (b braun in our case). Our nurses in ir/cath lab have seen the plastic piece break off of the tubing as they are trying to get the j loop off of the tubing (picture of tip that is breaking off below).